Event description:
It was reported that the insulin pump alarmed motor error during rewind. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to motor encoder signal being out of phase. Unable to perform displacement test due to the motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.